Event description:
The ge xq/I and xr/d x-ray units are capable of dual-energy subtraction chest radiography (des). The time necessary to perform the image processing for des was long. In order to accelerate the speed at which the system processes des images, ge retrofit the xq/I and xr/d systems with a second, external computer called the "cotello." The addition of the cotello processor successfully accelerated the speed at which des images could be generated. However, we recently discovered that the cotello hampers the system for correctly processing radiographs produced with fixed radiographic technique, where the user specifies the mas. Pediatric chest radiographs and other routine radiographic procedures are performed using fixed radiographic techniques. Any radiographs obtained using an xq/I or xr/d system when using a fixed radiographic technique produce images that are very poor quality. Because of poor image quality, these images may not be usable for diagnostic purposes. This could result in the patient having to repeat the examination, which leads to increased radiation exposure dose(s) to the patient.